Event description:
The pump was returned for investigation. Investigation revealed that a dim and discolored display screen and that the battery cap contact with was below specifications. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was observed to be dim and discolored. A test screen was installed and displayed properly. Unrelated to the display issue, the pump¿s battery compartment was found to be cracked and the battery cap would not tighten on due to stripped threads. The battery cap contact width was found to be below specifications. Additionally, the pump¿s history showed a time and date reset to factory default. The pump was opened and the internal battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.